Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was placed on and removed from an in-house instrument with no issues. The accessory articulated as expected during manual articulation. The grips opened and closed properly. The accessory was fully functional. The monopolar curved scissors (mcs) tip cover accessory was found to have tearing on the distal end. Tears are axially aligned with the tip cover and measures approximately .026" to 0.029¿ in length. There are no signs of thermal damage present at the end of the tear.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped off the mcs instrument. The tip cover did not fall inside the patient. The surgical staff pulled it out to fix it, and it fell inside the trocar. The procedure was completed with no reported injury.